Event description:
A report was received that a patient was having a pocket revision in order to relocate the ipg pocket to a more comfortable location. During the procedure, the physician repositioned the ipg pocket, and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.